Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.6cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-15192. It was reported that the patient presented for a pre-discharge check. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a drop in sensing and an increase in capture threshold. The rv lead was repositioned. During the revision procedure, noise was seen on the atrial lead when hooked up to the device and it was seen on the pacing systems analyzer as well. The physician believed that the lead may have gotten damaged when the rv lead was repositioned. The atrial lead was explanted and replaced. The patient was in stable condition.